Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
A pt was unable to feel stimulation from their device system. Impedance tests showed that all leads were functional except "2". The pt's lead and interstim device were replaced. A possible lead fracture was noted. The pt was not injured in regards to the surgical procedure. The pt followed up with their physician, and the pt was doing very well and had experienced very positive results from their device system. The pt's voiding functions had improved approx 85% with the device system.